Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had failed battery alarm. Customer also had blank display on the insulin pump which was resolved. Customer's blood glucose value was 348mg/dl. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had blank display due to faulty connector on mother board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unable to verify battery out limit alarm, failed battery test alarm and low reservoir alarm due to blank display.